Manufacturer narrative:
Date explanted: not applicable as the iol remains implanted in patient's os. Device evaluation: product evaluation could not be performed since, at the time of this investigation, the product had not been received (the lens remains implanted). If the product is returned regarding this evaluation the case will be reopened to complete sample evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. No nonconformance was found as part of the manufacturing record review. Historical data analysis: a search of complaints revealed that one (01) additional complaint folder was found as part of this production order (po) number; voided file. No other complaints were received. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dfw225 23.5 diopter intraocular lens (iol) was implanted into the patient¿s ocular sinister (left eye). Doctor reports patient has intractable positive photopsia. Over the last 5-6 months the doctor has tried everything to try to resolve her symptoms (including spectacle correction, photorefractive keratectomy (prk), and pilocarpine eyedrops); but ultimately concluded that an iol exchange is required. Through follow-up, additional information was received confirming prk was not performed and pilocarpine eyedrops were given (B)(6) 2022. Dfw225 iol explant is planned. No other interventions or patient injury reported. No further information is available. This report is for the patient's left eye. A separate report is being submitted for the patient's right eye.